Event description:
The customer contact reported that the device did not sound an audible alarm tone during an alarm condition. On an unspecified date and time, the device was programmed at the (B)(6) pharmacy, for weight dosed delivery of milrinone, with a unit of measure of mg/kg/hr, with a pt (B)(6), at a rate of (B)(6), with a vtbi (volume to be infused) of 310ml. No further programming parameters were provided. The customer contact reported the container size was 350ml. On an unspecified date and time, the (B)(6) nurse started the delivery. On (B)(6) 2012, at an unspecified time the pt's wife reported the delivery completed as expected; however, the device did not alarm to indicate the container was empty. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. During testing at the user facility, the device passed testing. Though requested, no add'l info was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for eval. The device passed testing at the user facility and was returned to clinical service. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the rptr upon query by hospira personnel.